Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes are difficult to engage/disengage or the brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation.   There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes are difficult to engage/disengage or the brakes cannot be engaged. There was no patient involvement.